Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results from one patient sample tested on the cobas 8000 e 801 module and an unspecified roche analyzer. The qualitative pregnancy test from another laboratory was "positive". The initial result from the module was <0.20 mui/ml. The result from another laboratory for verification was "negative". The repeat result from another roche analyzer was <0.20 mui/ml. A "negative" result was reported to the patient based on this result.

Manufacturer narrative:
Medwatch fields updated: a2 age number , a2 units, b7 other relevant history. The investigation noted that the initial elecsys hcg+b result was confirmed by the result from another laboratory and that the patient uses a contraceptive device; these are consistent with a non-pregnancy state. The patient did not provide a follow-up sample for confirmation. The customer did not report any other issues. The investigation did not identify a product problem.